Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to wear of the polyethylene of the bipolar head. The 49 mm centrax bipolar head and a 26 +4 v40 metal head were revised to a total hip. The rep provided the usage sheet from the revision procedure and reported that no further information will be released by the hospital or surgeon.